Event description:
Caller reported cgm error 42, indicating an issue with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, guided the caller through the pump reset process, after which the error code did not reappear, and the caller successfully started their sensor session.